Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 1 on the home choice (hc). The technical service representative (tsr) explained the air alarm. The home patient (hp) left the clamp open on the unused line. The tsr stated all new supplies were needed and that the registered nurse (rn) should be notified regarding the air alarm. The hp already cycled the power to get system error 2367 and again to get back to the start. The tsr explained proper procedures and new supplies were to be used. There was patient involvement. No patient injury or medical intervention was reported.